Event description:
It was reported that a one-link extension set had more resistance when flushing with a prefilled syringe. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is not known, however the reporter stated that the event happened after the end of (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.